Manufacturer narrative:
The hospital biomed replaced the mixer and resolved the reported complaint.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 email, (B)(6) 2016 phone call. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit went into a system malfunction. The clinician reportedly cycled power. There was no reported patient injury.